Event description:
Customer alleged blood glucose results of 225 mg/dl and 103 mg/dl when testing was performed back to back on the active s system. Customer reported having no symptoms or treatment. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.